Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on the atrial and ventricular channels after a successful device download to clear reset. The physician has opted to monitor both leads since capture is normal and charging is aborted due to return to sinus. The lead remains implanted.